Event description:
It was reported that during patient treatment, the anesthesia system failed to deliver gas to the patient. There was no patient harm reported. Manufacturer's reference number: (B)(4).